Event description:
It was reported that a vibratory alert was received. Device was found in backup vvi mode. Downloading the firmware was unsuccessful. The device was explanted.

Manufacturer narrative:
The reported inability to interrogate and reset were confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and an anomalous component in the hybrid was found to be the cause of the reported inability to interrogate and reset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.